Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product not lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of bone atrophy in a patient who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent products include super poligrip free denture adhesive cream. On an unk date 15 years ago, the patient started super poligrip. At an unk time after starting super poligrip), the patient experienced bone atrophy and feeling unwell and device misuse of using 2 tubes per month. This case was assessed as medically serious by (B)(4). Treatment with that particular super poligrip (formulation unk) was discontinued and the patient began using super poligrip free denture adhesive cream. At the time of reporting, the events are unresolved. The patient stated that she knows that super poligrip free which she is currently using is not the cause of the events she is currently experiencing. The patient said her doctor told her super poligrip was not safe and that she should pursue litigation; however, she does not wish to sue but wants compensation.